Manufacturer narrative:
The lens was explanted on (B)(6) 2016 and was exchanged for a shorter lens. The lens exchange resolved the problem. (B)(4).

Manufacturer narrative:
Additional information: patient code (B)(4) - significant reduction of irido-corneal angles. Conclusion code as per dfu for this lens model, vticls are contraindicated for patients with an anterior chamber depth (acd) under 3.0mm. Corrected data: the correct report source country is (B)(6). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+3.5/075 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having an excessive vault and significant reduction of irido-corneal angles. The lens remains implanted but the plan is to remove and exchange for a smaller lens. The patient's post-op best-corrected visual acuity was 20/30.